Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was displaying the same blood glucose values. Data was available for evaluation. The reported event was confirmed via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displaying the same blood glucose values for an unexpected length of time was reported. The transmitter was received for evaluation. An external visual inspection was performed and no defects were found. Pairing, functional, and voltage testing was performed and the device passed all testing review of the log data found no issues related to the complaint. The reported issue was not confirmed the probable cause could not be determined as the reported allegation was not found. No additional patient or event information is available.